Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], zinc toxicity [metal poisoning], extensive nerve damage [nerve injury], neuropathy [neuropathy peripheral], severe numbness in hands, feet and legs [hypoaesthesia], severe tingling in hands, feet and legs [paraesthesia], severe pain in hands, feet and legs [pain in extremity], balance problems [balance disorder], dizziness [dizziness], metallic taste in mouth [dysgeusia]. Case description: an attorney reported that their elderly female client, now age (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use beginning 1976 through 2001, and/or super poligrip denture adhesive, unspecified total daily use beginning 1976 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive neurological damage resulting in neuropathy, severe tingling in hands, legs and feet, severe numbness in hands, legs and feet, severe pain in hands, legs and feet, balance problems, dizziness and a metallic taste in her mouth. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.